Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified proximal left anterior descending artery. Following pre-dilation, a 3.50 x 28mm synergy¿ drug-eluting stent was advanced but the device was unable to cross the lesion. The device was removed and re-advanced with the support of guidezilla guide extension catheter but still the device failed to cross. When the device was removed, it was noticed that the edge of the stent struts got lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: synergy ous mr 3.50 x 28mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent found stent damage. The 9 most distal stent strut rows appear undamaged, the remainder of the stent was damaged and proximal end of the stent was bunched distally exposing a section of the balloon wall. The undamaged section of the crimped stent outer diameter was measured and is within maximum crimped stent profile measurement. The balloon cones were reviewed. The wings of the balloon cones were tightly wrapped and evenly folded and were not subjected to positive pressure. Stent crimp markings were evident on the exposed balloon indicating correct positioning and crimping prior to the complaint incident. A visual and tactile examination found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion revealed no issues. The bi-component bond showed no signs of damage or strain. A visual and microscopic examination of the tip identified slight tip damage. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified proximal left anterior descending artery. Following pre-dilation, a 3.50 x 28mm synergy¿ drug-eluting stent was advanced but the device was unable to cross the lesion. The device was removed and re-advanced with the support of guidezilla guide extension catheter but still the device failed to cross. When the device was removed, it was noticed that the edge of the stent struts got lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.